Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the paddle test failed. The asp evaluated the device on site. No fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The reported problem was not confirmed, the device works normally. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.